Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix total parenteral nutrition bag contained plastic shavings. This was noted prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and observed loose particulate matter in the fluid pathway. The stereoscope image morphology of the particles and port tube damage is consistent with a needle scraping. Another particle was consistent with white abs material. This material is used in the fill port cap and connector, so it is likely that the particle originated from the fill port assembly. The reported condition was verified. The cause is attributed to be a component defect. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.